Event description:
A vns following physician reported that they had a patient who had lead extrusion with pus and drainage. The extrusion was near the generator site. No trauma or manipulation was reported prior to the reported event. The group home talking care of the patient reported that it had been looking red, but just opened up on (B)(6) 2012. The patient had their vns explanted on (B)(6) 2012. No cultures were taken at the time of explant.

Manufacturer narrative:
Corrected data : if implanted, give date (mo/day/yr) corrected date of implantation after another date located.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient was brought to see a doctor for vns adjustment by a group home caregiver, and it was realized that his vns was explanted at some point. The caregiver believes it was due to infection but doesn't know for sure, and mentioned that the patient is now seizure free.